Event description:
The customer reported that there was a loss of communication between the workstation and c-arm. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was found to be working as intended and put back into service.